Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 526 mg/dl. Customer¿s current blood glucose is 250 mg/dl. The another blood glucose levels are 400 mg/dl. The customer was treated with the manual injection. The customer reported that infusion set cannula and sensor cannula was bent. The customer reported that they had insulin flow blocked alarm. The issue was resolved by changing complete set. Troubleshooting was done for high blood glucose. The product will not be returned for analysis.